Event description:
It was reported to nova biomedical that a consumer rec'd a result of 342 mg/dl on their blood glucose meter. The consumer immediately tested two more times getting the following results, 196 mg/dl and 185 mg/dl. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation a f/u report will be filed.